Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 200 mg/dl. The customer stated that they took a manual injection before eating. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise and why the injections were not working. The customer was assisted with trouble shooting and discovered that the insulin pump was not passing the high pressure test. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The insulin pump had a small crack on the reservoir tube lip.